Manufacturer narrative:
The user reported receiving a sensor replacement alert on (B)(6) 2025 day 34 after insertion. An RMA was authorized for the return of the sensor for further investigation. In-house testing of the sensor and review of the raw sensor data demonstrated optical instability in all four channels. The optical instability was due to the filter corrosion on both the long and short ends, which was confirmed via visual inspection of the sensor under microscope. The sensor replacement alert was asserted after glucose readings were blinded due to the optical instability. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 26 oct 2025. G3. Date received by the manufacturer? 26 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 29 july 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.